Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10): the iabp unit was removed from the customer's site for investigation and brought to the getinge (B)(4) office. Running tests are being performed and it was noted that the reported issue has not been replicated at this time. The iabp log files were reviewed and no error code was recorded for the reported event. The evaluation is ongoing and a supplemental report will be submitted upon completion of the investigation. (B)(6).

Event description:
It was reported that during use on a patient, the power for the cs100 intra-aortic balloon pump (iabp) was turned off and no alarm was generated. The end user immediately turned the power switch "on" again and power was restored to the iabp unit and pumping was resumed. As a precaution, the physician decided to replace the iabp unit with another iabp unit to resume therapy. There was no patient harm and no adverse event was reported.